Event description:
Blade exposure error came up on vessel sealer screen during tlh. Old vessel sealer will be returned to intuitive. A new vessel sealer opened and used for remainder of procedure. No harm done to patient.